Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump had buttons are unresponsive. No harm requiring medical intervention was reported. Customer stated that numbers are not ramping on their own. Customer stated the scroll bar was not moving with no input. Customer stated that there was no response from any button. The device will be returned for analysis.

Manufacturer narrative:
Device passed self test and displacement test. Device received with intermittent buttons, problem isolated to keypad assembly. Device received with connector at electrical board properly connected. No damage or moisture damage on keypad assembly noted.